Manufacturer narrative:
Additional information in section: b5, h4 and h10. The device was returned to olympus, and the allegation was confirmed. Additional issues were identified during the device evaluation: the control unit is dirty due to water leakage; the plug unit has corrosion due to water leakage; due to damage to the channel tube, water tightness is lost; due to wear of the angle wire, the bending angle in the up direction does not meet the standard value; and the distal sheath had slack.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope presented with a b30 (scope communication error) message. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope connector while the user was handling the device, which led to damaged electrical parts, and resulted in the displayed error message (b30). The event can be detected by following the instructions for use (IFU) which state: "-inspection of the endoscopic image". The event can be prevented by following the instructions for use (IFU) which state: "-when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. -when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. -if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional issues were identified during the device evaluation: the angle wire became longer than normal; stress caused by excessive squeezing (handling problem); buckling and deformation of the channel; fluid invasion from the body control unit and the connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the evis exera iii bronchovideoscope to olympus. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that there was an electrical continuity error due to water intrusion on the device. This report is to capture the reportable malfunction of the electrical continuity error noted during estimation.